Manufacturer narrative:
Product has been requested to be returned for review, but has not yet been returned. The warnings in the package insert state this type of event can occur. "Excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the doctor attempted to insert a screw, it broke and a portion of it remains in the patient.